Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/22/2016 with the following findings: review of the black box begins with dates from (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the user¿s programmed basal rate. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced an unknown blood glucose (bg) over 250 mg/dl with an unspecified level of ketones. It was reported that the patient was hospitalized with diabetic ketoacidosis. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for more information. This complaint is being reported because the patient allegedly experienced a serious bg excursion of unknown cause while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.